Event description:
It was reported that the dbs therapy has not worked as well as they hoped it would. The patient stated that as soon as their doctor started programming the implantable neurostimulator (ins), they could not "program out all the tremor." The patient stated that they mainly have tremor in their left hand and right foot. The patient stated that they can get rid of the tremor in their hand, but they cannot get rid of the tremor in their foot. The patient added that they get dyskinesia at very low level. The patient stated that they went back to their doctor for ins programming for a year, and their doctor told the patient that they exhausted all possibilities. The patient stated that the dbs therapy was working well enough to get them by, but they needed medication so they had to go back to their doctor. The patient stated that they still have to take all of their medications. The patient mentioned that they have f our different groups, noting that one is always "0 and 0 for both sides," another group is "better when sitting," and another group is "better when standing." The patient stated that they generally use the group that is set to 0 for both sides because they "off periods," and they use the other groups so they don't have tremors. The patient stated that the last time they had a doctor appointment was in march of this year, at which time the doctor told the patient that something was wrong with one of the "nodes on the pins in the brain." The patient stated that the doctor told them the "node" was not working or disabled. For that reason, the doctor told the patient that they could not program on that "node" and that the patient cannot have an MRI. The patient stated that their doctor reached out to a manufacturer's representative (rep) and the rep told the patient that it "usually means the wire is open or something like that," and that the patient would need another appointment in 3 months. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer's representative stating they have not been able to program on contact 0 on the left side because the patient has an impedance of 61 ohms. The cause of the low impedances is unknown. The issue has not been resolved and there is nothing getting planned to resolve it.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# va23s65, implanted: (B)(6) 2020, explanted: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 19-aug-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.